Event description:
Patient reported ¿rupture¿ and ¿shooting pain¿. Later the Healthcare professional confirmed "rupture". This record is for the right side. Device was explanted.

Event description:
PATIENT REPORTED ¿RUPTURE¿ AND ¿SHOOTING PAIN¿. LATER THE HEALTHCARE PROFESSIONAL CONFIRMED "RUPTURE". THIS RECORD IS FOR THE RIGHT SIDE. DEVICE WAS EXPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B3.